Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons were harder to push. The customer's blood glucose was unknown. The customer stated had some polarization on the screen, had crack on the top portion of battery port, also received random unexplained no delivery alarm. The motor was sluggish during rewind and louder. The customer also stated insulin shoots out during priming. The insulin pump will not be returned for analysis.